Event description:
It was initially reported that the pt's device was being replaced due to unk reasons. It was later noted that high lead impedance was observed, so the pt was referred for lead revision. There was no known cause of the high lead impedance. X-ray were taken, but not sent to the MFR for review. The explanted pulse generator was returned to the MFR for analysis, but has yet to be completed. The explanted lead was not returned to the MFR for analysis, as it appears to have been discarded at the time of surgery. A search performed in the MFR's programming history database showed that the last known diagnostics performed were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.